Manufacturer narrative:
B5-additional information: on (B)(6) 2021 the lens was explanted due to excessive vault. Iris chafing and lack of pupil constriction temporally due to excessive vault; caused cosmetic concerns of anisocoria is reported. Reportedly lasik is being considered at a later date to correct the vision. H6-health effect clinical code 4581 (iris chafing, lack of pupil constriction). Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a vial. There was residue/debris on the product. Visual inspection found that the haptic was torn and there was residue throughout the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter states a 13.2mm tmicl13.2 implantable collamer lens -10.5/+2.0/087 (sphere/ cylinder/axis) was implanted into the patient's right (od) eye on (B)(6) 2021. Reportedly, the lens was explanted. Attempts to obtain additional information have not been successful.